Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, device, which is supposed to be closed, opened, became disjointed. The procedure was completed with another injector. Additional information was requested.

Manufacturer narrative:
Additional information was provided in h.6. And h.11. The product was not returned for analysis. Only photo was returned. Photo shows company device. The nozzle is separated from the body of the device. There appears to be ovd(ophthalmic viscosurgical device) in the nozzle and around the plunger. Iol(intraocular lens) is present in the lens bay. Based on our observation of the attached photo, nozzle is visible to be detached from the company device. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).